Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had phrenic nerve stimulation due to the left ventricular (lv) lead. High impedance was observed on the lv lead. Lead damage was suspected but could not be confirmed. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.